Manufacturer narrative:
Reliability analysis: inspected (B)(4) opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to high readings. Also found canula bent unable to confirm cust received sensor in said condition due to cust returned opened/used.

Event description:
The customer reported that there was a lost sensor alert. The blood glucose reading was 84 mg/dl. After troubleshooting, it was found that the sensor may not be working. The patient was advised to monitor the issue. No further information was provided.